Manufacturer narrative:
Date rec¿d by MFR : 12jul2019. The fse (field service engineer) replaced the ventilator's front bezel and the problem was resolved. The determination could not be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator's navigation ring malfunctioned. The ventilator was being used on a patient at the time that the reported issue was discovered; however, there was no patient harm. Although requested, the hospital could not disclose the patient's information.